Manufacturer narrative:
Continuation of d10: ddbb2d4 ICD  implant date (B)(6) 2014; 5076 lead implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance and high thresholds. An alert had triggered due to high thresholds. It was noted that the thresholds increased greater than 2.5 volts and the impedance and increasing by 50% over two months. A possible fracture was suspected.  The rv lead was capped and replaced.   No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced dyspnea and asthenia before the replacement procedure. During the replacement procedure, the patient exhibited a slow ventricular tachycardia (vt) which was resolved with medication.